Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to jiggle the handle and the catheter through the scope but was unsuccessful. The procedure was completed with another resolution 360 clip device. The photo submitted by the customer shows that the spring and control wire broke. It was confirmed the control wire was cute after the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not be deployed. Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and with evidence of full deployment. Microscopic examination was performed, and it was found that the bushing had hit marks. The catheter was unraveled at the distal end and the control wire was cut at the handle section. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned with the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. Therefore, restricting the complete analysis of the device. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established.